Event description:
On (B)(6) 2012, the patient claimed she lost power to the animas insulin pump and subsequently had elevated blood glucose of 428 mg/dl. The patient was able to power the subject pump on and took 10 units of insulin; however, her blood glucose elevated to 488 mg/dl 30 minutes later. At the time of concern, the patient was feeling nauseous and tired. In addition, he had frequent urination and headache. Troubleshooting revealed the subject pump had intermittent power issue and a damage battery compartment. It was noted the battery cap was never replaced. The power issue was not resolved with training. This complaint is being reported because the patient had elevated blood glucose reading and symptoms suggestive of hyperglycemia after the power issue began.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded. There were no complaint-related alarms recorded. On examination, there was a crack in the housing between the top right corner of the display lens and the case seal. The battery cap was found to be within specifications. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed for investigation and revealed no evidence of internal moisture or damage.